Manufacturer narrative:
No rewind anomaly or button error alarm noted during testing. Device had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test, rewind test and displacement test. No unexpected a21 error, failed battery test noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they had failed battery test before and screen was scratched. It was reported that when rewinding pump and made a loud noise every time, unexpected restart alarm. It was reported that they had to rewind more than once per prime before a few times and one time had to do it 6 times to prime properly. The insulin pump will not be returned for analysis.